Event description:
Additional information was received that the device was reprogrammed as an interim resolution. The patient is stable with no consequences and will continue to be monitored.

Event description:
During a remote follow-up, increased defibrillation impedance was observed on the right ventricular (rv) lead. Lead fracture was suspected but it was not confirmed. Technical support was contacted and provided reprogramming recommendations. No intervention has been performed. The patient is stable with no consequences.